Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. The possibility of collagen being exposed is higher when the patient has minimal subcutaneous fat but in absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported collagen outside of the patient's skin using the involved angio-seal device. The following information was provided by the user facility: during the procedure, when the insertion sheath was withdrawn, the collagen sponge came out of the skin causing hemostasis to fail; manual compression was applied to achieve hemostasis; there was no health damage to the patient; the reported blood loss was less than 250cc's; and the physician had completed the training process on the device prior to this case.